Event description:
On (B) (6) 2009, the pt reported that, while troubleshooting an occlusion message on her insulin infusion device, a small amount of insulin spilled inside her device. She said she primed without having the infusion set tubing connected to her device and, as a result, insulin pooled on the top of the adapter. When she removed the adapter from the cartridge, a trace of insulin spilled inside the cartridge chamber. She stated she dried the chamber with a cotton swab. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.